Manufacturer narrative:
(B)(4). It was reported that a pediatric patient was using an adult receiver. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.

Event description:
Foreign patient's mother contacted dexcom technical support on (B)(6) 2015 to report that the receiver is showing the initializing screen without a manual restart on (B)(6) 2015. Patient's mother did not report any injury or medical intervention. Pediatric patient is using an adult receiver.